Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with a perimeter of 88.8 millimeter (mm), sinus of valsalva (sov) of 32 mm or more, sinotubular junction (stj) of 24.8 mm x 26 mm and mild calcification. During the first deployment attempt, the valve dislodged to the stj and the valve was recaptured. During the second deployment at 80%, an infold was suspected and was confirmed under fluoroscopy and echocardiogram. The valve was retrieved from the patient and a second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-34us, serial/lot #: (B)(6), ubd: 30-nov-2022, UDI#: (B)(4). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.